Event description:
It was reported that the customer's insulin pump was alarming motor error during rewind. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test with units left on the status screen. Unit had constant motor error alarm during rewind due to motor encoder disk out of phase. Unit had cracked reservoir tube lip, battery tube threads and scratched display window.